Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a longitudinal fissure approximately 0.5 cm on the blue air vent. The device was also gravity tested and the fissure did lead to a leak of the solution. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of a solution administration set. There was no patient involvement. No additional information is available.